Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a low blood glucose. The user alleged the insulin pump was over delivering insulin due to auto mode. Blood glucose level at the time of call was 188 mg/dl. Customer stated that high blood glucose event and blood glucose level was 270 mg/dl. Advised customer to change insulin, reservoir and infusion set. Troubleshooting was declined by customer. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.